Event description:
It was reported that shaft break occurred. The target lesion was located in the left coronary artery. A 3.0mm x 8mm quantum maverick balloon catheter was advanced, however, the balloon fractured. The procedure was completed with another of the same device. No patient complications were reported nad the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The device was microscopically and visually examined. There was a hypotube separation 58.7cm from the strain relief. There was contrast in the inflation lumen and balloon. There was blood in the guidewire lumen and balloon folds. The balloon was tightly folded. The device has exit notch and tip damage. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported break as there was separation to the device.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left coronary artery. A 3.0mm x 8mm quantum maverick balloon catheter was advanced, however, the balloon fractured. The procedure was completed with another of the same device. No patient complications were reported nad the patient's status was stable.